Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to their implantable cardioverter defibrillator (ICD) sounding an audible alert. Upon interrogation it was revealed the patients right ventricular (rv) lead lad triggered an alert for high pacing impedance. Reprogramming was completed and eventually the lead was extracted, at which time a lead fracture was confirmed. A replacement lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.